Manufacturer narrative:
Correction: the date on which medtronic received the initial information was (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: image review. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Image review: multiple preop and post op images provided for c2 odontoid fracture along with intra operative fluoroscopy of odontoid screw placement. There was a minimally displaced, minimally angulated odontoid fracture which was treated about 6 weeks after trauma. The intraoperative pictures clearly demonstrate advancement of the screw beyond the cortical margins of the odontoid process into the foramen magnum. The preop cta shows the vertebral artery overlying the dens. This was injured, resulting in an epidural / subarachnoid hemorrhage requiring endovascular intervention. The screw used is too long for the patient¿s anatomy. Revision with back-out of the screw was performed likely resulting in loss of the lag effect. The patient had a non-union of the fracture subsequently. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2016: the patient was pre-operatively diagnosed with type 2 odontoid fracture with mal-union and displacement and underwent placement of anterior odontoid screw with possible posterior c1-c2 fixation. As per op-notes,¿ we used fine and sharp dissection to gain access to the prevertebral space. We then used blunt dissection to dissect up to the c2-3 disk space. We placed a cannulated drill guide at the level of the c2-3 disk and angled it along the course of the fracture, and confirmed our position with both ap and lateral fluoroscopy. We then used wire and cannulated drill technique to place a lag screw across the fracture line. We verified positioning of the screw with biplanar fluoroscopy. We then irrigated the wound, placed subfascial drain, and brought it out through a separate stab wound incision. During closure of the superficial layer of the wound, anesthesia staff notified me of elevated blood pressure and heart rate. This resolved with treatment with antihypertensives given by anesthesia I requested postoperative imaging with a CT scan of the head and cervical spine. She was taken, after closure of the wound and removal of her halo ring and vest, intubated to the CT scanner. Further disposition is pending on the results of the scan.¿ the patient was pre-operatively diagnosed with malpositioned screw and underwent revision of odontoid screw. Pre-operatively cat scan showed the presence of the odontoid screw being past the posterior aspect of the cortex. We felt this would require revision. As per op-notes,¿ we opened up the pre-existing incision and dissected down to the screw. The screw was very densely held in the bone, it would not remove with the screwdriver. I drilled out portions of the bone of c3 around the head of the screw in order to capture the screw with a clamp. We were then able to remove the screw back approximately 5 mm. We did this under fluoroscopic guidance.¿

Manufacturer narrative:
Addtiional info: x-ray review multiple pre-op and post-op image provided for c2 odontoil fracture along with intra-operative fluoroscopy of odontoid screw placement. There was a minimally drophead, minamally angulated odontoid fracture which was treated about 6 screws after trauma. The intra-operative pictures clearly demonstrate advancement of the screw beyond the cortical margins of the odontoid process into the foramen margins.the pre-op cta schows the vertebral artery overlofting the dens. This was injured, resulting in an epidural/ subarachnoid hemmorhage requiring endovascular procedure. The screw used is too long for the patient anatomy. Revision with back-out of the screw was performed likely resulting in loss of the lag effect. The patient had a non union of the fracture subsequently. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2016: the patient underwent multiple scans on this visit to the hospital: CT angio neck ¿impression: no evidence of acute cervical arterial vascular injury. Sternal manubrial fracture with small adjacent substernal hematoma. Please see dedicated CT cervical spine for additional spine injuries. CT chest with contrast- impression: mildly displaced fracture at the base of the odontoid process(type ii). Mild superior endplate fractures of t1-t3. CT chest with contrast - conclusion: 1 minimally displaced manubrial fracture with small substernal hematoma. There is no active extravasation. T1-t3 vertebral body compression deformities with less than (B)(6)% loss of vertebral body height. CT head with contrast¿impression: no evidence of acute intracranial injury CT abdomen and pelvis with contrast ¿ conclusion:1 minimally displaced manubrial fracture with small substernal hematoma. There is no active extravasation. T1-t3 vertebral body compression deformities with less than (B)(6)% loss of vertebral body height. On (B)(6) 2016: the patient was pre-operatively diagnosed with type 2 odontoid fracture with mal-union and displacement and underwent placement of anterior odontoid screw with possible posterior c1-c2 fixation. On (B)(6) 2016, the procedure was performed. At the time of wound closure, she had abrupt elevation of blood pressure. It was planned to keep the patient intubated and take her for a CT scan. This CT scan revealed that the screw to be beyond the posterior cortex of the odontoid. Thus, the patient was immediately rushed to the or to undergo revision of surgery. On (B)(6) 2016: the patient underwent multiple scans. They are as under: CT head: c2 internal fixation screw project s approximately 8 mm above the odontoid process and terminates in the epidural soft tissues. There is a moderate sized epidural hematoma at the retroclival area extending down to the foramen of magnum with apparent compression of cervical spinal cord. Further evaluation with cervical spine MRI is recommended, unless contraindicated. CT spine: interval placement of anodontoid screw as described. Large epidural hematoma with concern for cord compression. Further evaluation with cervical spine MRI may be performed, unless contraindicated. MRI: no evidence of acute or chronic infarction. No evidence of flow limiting cervical or tracranial arterial stenosis. There is some interval enlargement of the lateral ventricles in comparison to the CT scan of approximately 8 hours earlier. Follow-up examination recommended for further evaluation. Hemorrhage is seen in the premedullary and prepontline cisterns extending into the interpeduncular fossa, ambient wing cisterns and layering in the occipital horns the lateral ventricles. Some dural thickening is seen over the cerebral convexities as well. Stable appearance of c1 vertebral body fixation screw. On (B)(6) 2016: the patient was discharged from the facility. On (B)(6) 2016: the patient underwent CT of the cervical spine without contrast. Impressions: old odontoid process fracture status post pinning. There is nonunion of the fracture fragments incidentally noted. No evidence of acute fracture or subluxation is seen however. On (B)(6) 2017: the patient presented for a follow-up visit.